Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the returned device. No anomalies were noted when the dilator inserted into the sheath. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath puncture remains unknown.

Event description:
During an atrial fibrillation procedure, the needle punctured the sheath during insertion into the patient. The sheath was replaced and the procedure and the procedure was successfully completed with no adverse patient consequences.